Manufacturer narrative:
Possible lot numbers for the concomitant plum set (4102122, 4015857, 4099967, 4099959). The device was received for investigation, however, it is not yet complete.

Event description:
The event involved a plum 360 device that allowed air to travel through the cassette to the distal side of the line and the event was not noted in the device history log. There was no report of patient harm.

Manufacturer narrative:
H10: received the plum 360 pump ln 30010-04-05 sn (B)(4) on january 2, 2020 for investigation. The pump was tested with the non-serialized devices listed in the complaint. Could not confirm customer's complaint that the pump has an air traveled through cassette into distal side of the line. Probable cause not found.